Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. It was reported that "it would not connect". The pump was refilled and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving baclofen (unknown)via an implantable pump for intractable spasticity. It was reported that the healthcare provider requested a company representative to check patient's pump as the healthcare provider thinks there may be a malfunction and the patient might be having withdrawal symptoms. The healthcare provider stated that patient started having symptoms about 2 days ago including altered mental status and also stated patient was "encephalopathic."

Event description:
Additional information was received from the healthcare provider (hcp) that reported there was no malfunction of the device. It was stated that the patient and pain management did not refill the pump as needed. Actions included sending the patient to a different pain doctor with a refill request. Current status of the device is that it 'is fine'.

Manufacturer narrative:
H6. Imf f0101 also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.